Event description:
Nurse inserted 16 gauge PICC line on first attempt. Catheter flushed prior to insertion. Introducer inserted into right cephalic vein without difficulty. After getting good brisk blood return, she advanced the catheter 3 inches and felt slight resistance, paused, advanced another 3 inches, paused, advanced another 3 inches, paused and removed the introducer. The catheter advanced 10 more inches easily and flushed well with no problems. Stylet removed with difficulty. Flushed the catheter after stylet removal and could see that the catheter has several leaks so removed the catheter but only 8 inches came out. Placed a tourniquet on pt's right upper arm and had dr called. Explained situation to doctor, removed tourniquet per dr's instructions. X-ray revealed catheter in mid shaft of right humerus in soft tissue with tip coiled. Remaining piece removed 2/20/98 during scheduled surgery.